Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient with a damaged balloon on the 2nd day after placement.

Manufacturer narrative:
The reported event was confirmed as use-related. The evaluation found that the sac burst along the lumen. The sample was evaluated under a microscope and no conditions were found that could have been associated with the reported event. The root cause of the reported event could not be identified as no conditions were found that could be associated with the reported event. According to the customer, the date of the reported event was 08nov2018. The affected catheter expired in august 2018; therefore, the customer used an expired product. The reported event was determined to be use-related since the customer used the product after the expiration date. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex"

Event description:
It was reported that the catheter fell out of the patient with a damaged balloon on the 2nd day after placement.